Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.